Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, noise was observed on the device. Electromagnetic interference (emi) was suspected. No therapy was delivered. It was suggested to locate and remove the emi source. No patient symptom was reported, and the patient will continue to be monitored.